Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that in (B)(6) they had several insulin flow blocked alarms during boluses. The customer had inserted the set to the abdomen, arm, and buttock. The customer stated that the alarm occurred on these sites. The customer also reported that there was a white line on the display. The auto-test was correct. The customer's blood glucose level was unknown. The customer reported that for the last few months, they were on back-up plan. Due to this, the customer was to be re-educated on the insulin pump with a sales representative. No further information was given. The device will not be returned.